Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation that were provided for the other 2 related records. Additionally, retention samples were selected from bd inventory for evaluation. The samples were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367986, batch no. Unknown. It was reported that there has been high potassium and calcium results. 3 of 3: additional occurrences with new lot. Customer is still seeing intermittent elevated k+ and ca++ with new lot#. They are currently also drawing a lithium heparin tube with the sst tube and if results are high they are sending to another lab to verify on the plasma specimen. Site is aware of value differences between plasma and serum. Sometimes results are same and sometime the plasma tube is lower.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367986, batch no. Unknown. It was reported that there has been high potassium and calcium results. 3 of 3: additional occurrences with new lot. Customer is still seeing intermittent elevated k+ and ca++ with new lot#. They are currently also drawing a lithium heparin tube with the sst tube and if results are high they are sending to another lab to verify on the plasma specimen. Site is aware of value differences between plasma and serum. Sometimes results are same and sometime the plasma tube is lower.